Manufacturer narrative:
This report summarizes the results of our investigation of all 2183 reported events included in this summary report, submitted per exemption number e2015043. The evaluation result codes events were: 627 results pending completion of investigation, 463 deformation problem, 305 environmental humidity problem identified, 345 open circuit, 24 fracture problem, 27 hardware timing problem identified, 23 electrical problem identified, 5 fatigue problem, 63 no device problem found and 301 no findings available. And, the evaluation conclusion codes events were: 317 unintended use error caused or contributed to event, 947 no problem detected, 508 cause cannot be traced to device, 43 conclusion not yet available, 368 cause traced to manufacturing and 1 no failure detected, device operated within specification. Asr-2018-3-e2015043.

Event description:
This report summarizes 2024 reported events (1059 initial reports and 2867 follow-up reports). All reported events are related to device malfunctions button error alarm/keypad unresponsive and/or motor error alarm as allowed for in exemption e2015043 and contains no reportable serious injuries. Patient age ranged from 4 years to 90 years. Patient weight ranged from 35 lbs to 601 lbs. Patient gender was 46.6% male and 53.4% female for these reported events. 825 events were associated with button error alarm/keypad unresponsive, 206 events were associated with motor error alarm and 28 events were associated with both button error alarm/keypad unresponsive and motor error alarm. The following patient problem codes were reported: 148 hyperglycemia, 22 hypoglycemia, 1 death and 1859 no consequences or impact to patient. The following device problem codes were reported: 1736 events were coded with device problem code 1496- device difficult to program or calibrate, 312 events were coded with device problem code 1384 ¿ mechanical problem, and 1 event was coded with device operates differently than expected. The 965 follow-ups for events reported in previous quarters are being updated with investigation results following receipt and analysis of returned product.